Event description:
The customer contact reported the pt rec'd more medication than intended. At an unspecified time, line b of the pump was programmed in the concurrent mode to deliver dilaudid (50mg/50ml) at a rate of 2ml/hr with a volume to be infused of 50ml and the delivery was started. No further programming parameters were provided. After approx 4 hrs, the pt reported feeling nauseous and being "light headed". At that time, the nurse noted that 15ml remained in the container; however, the pump indicated a volume to be infused of 42ml. The delivery was stopped and the pt was monitored for 3 hrs. There were no reported adverse pt sequelae. The device was removed from the clinical setting. Therapy was resumed at an unspecified time later using a replacement device. During testing at the user facility, the device passed testing for delivery accuracy. The customer contact stated, "the pump does not seem to be at fault." Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was printed at the user facility. The pump history indicates that in 2006 at 0657, line b was programmed in the concurrent mode to deliver an unspecified drug at a rate of 2ml/hr with a volume to be infused (vtbi) of 50ml, for a duration of 25 hrs and the delivery was started. At 0701, line b was stopped and restarted at the same rate with a vtbi of 49.9ml. At 0853, lines a and b were stopped. At 0854, the pump indicated that a macro cassette was present. At 0854, line a was programmed to deliver a duration of 7 hrs and 14 mins. Line b was programmed in the concurrent mode to deliver at a rate of 2ml/hr with a vtbi of 46.2ml for a duration of 23 hrs and 6 mins, and the deliveries were started. At 1100, the deliveries were stopped. A review of the pump history indicates the pump delivered as programmed.